Event description:
It was reported the patient had gone to the hospital for ¿regular checking¿ in (B)(6) 2009. It was noted at the appointment that the battery was low and it needed to be replaced. It was stated the patient was comfortable at that time. It was stated less than a month later, the patient had underwent a replacement operation. It was further reported the patient did not allege any ¿uncomfortable¿ at the time of the check-up appointment. No further information was reported.

Manufacturer narrative:
(B)(4).